Manufacturer narrative:
Investigation : the run data file (rdf) was analyzed for this event. The run data file analysis did not show a conclusive root cause for the lower platelet volume reported for this collection. The platelets did exit the lrs chamber as expected and were collected at the expected concentration. No adjustments or changes in pump speed were made during the procedure that could have negatively impacted the collect volume or collect concentration. At the end of run, a total platelet volume of 565 ml (243 ml collect volume and 322 ml pas volume) was reported, which is in line with the platelet product configuration. Possible causes for the lower than expected platelet volume include but are not limited to: - entry of incorrect donor characteristics including platelet pre- count, hematocrit, height and weight - the platelet bag(s) were not fully clamped when the tubing set was unloaded, and the volume was returned to the set - an error occurred during process and handling of the platelet product post-collection investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in b.5. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Root cause: the review of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc. During the procedure that could have caused wbcs to escape from the lrs chamber. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. At all times during the procedure the tests were in place; however, the level of detection of wbcs escaping from the lrs chamber did not yet trigger one or more of the algorithms. Based on the available information, it is possible though not conclusive that this leukoreduction failure may be donor related. The run data file analysis did not show a conclusive root cause for the lower platelet volume reported for this collection. The platelets did exit the lrs chamber as expected and were collected at the expected concentration. No adjustments or changes in pump speed were made during the procedure that could have negatively impacted the collect volume or collect concentration. At the end of run, a total platelet volume of 565 ml (243 ml collect volume and 322 ml pas volume) was reported, which is in line with the platelet product configuration. Possible causes for the lower than expected platelet volume include but are not limited to: - entry of incorrect donor characteristics including platelet pre- count, hematocrit, height and weight - the platelet bag(s) were not fully clamped when the tubing set was unloaded, and the volume was returned to the set - an error occurred during process and handling of the platelet product post-collection.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.